Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This occurred during dwell three of four. The patient was connected to the device. During troubleshooting, the patient stated one of the supply bags had disconnected from the supply line of the homechoice cassette. The renal therapy service agent advised the patient to start therapy over with all new supplies. During follow up, the patient stated they did not see anything unusual while setting up for therapy. The patient stated the connections had seemed secure and normal. There was no patient injury or medical intervention associated with this event. No further information is available.